Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs, however, provided lot information. Production history records for the reported lot number were reviewed and all in-process checks indicated passing results. No anomalies were identified during production of the product. The root cause could not be determined. Based on the lack of information, no sample provided, and passing quality checks there is insufficient evidence to conclude that the reported issue was attributable to a product defect or manufacturing operations.

Event description:
Report received of malfunction resulting in toothbrush bristle disengagement. The reporter provided the following information. On an unknown date, a female patient independently brushed her teeth with the device during presurgical preparation. The patient was unsupervised during the event. Per the patient, an unknown number of bristles disengaged from the device and stuck in between the patient's teeth. The patient independently removed the bristles without incident. No injury occurred as a result of the reported issue. Although requested, no additional information was available.